Event description:
It was reported that pt had hip fracture fixed by dr (B)(6) in 2011. The hemi partial hip beame sore on pt and dr (B)(6) decided to convert hip from a partial hip to a total hip replacement.

Manufacturer narrative:
Method - review of device history and complaint history. The unitrax v40 -4mm, cat # 6942-6-060, lot # 34574801 was also listed in this report. It cannot be determined if any of the reported devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer due to hospital policy. Additional info (including x-rays and medical records) has been requested, but not made available. Device history review indicates all devices accepted into final stock conform to specification. Complaint history review indicates there have been no previous reported events for the reported lot ids. Based on the limited info provided at the time of evaluation, the reported event cannot be confirmed and no determination of root cause can be made. Should additional info become available, the evaluation summary will be submitted in a supplemental report.